Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to excessive motor axial play. The excessive no delivery alarms could not be confirmed due to motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error and no delivery alarms. The blood glucose at the time of the incident was 176 mg/dl. Troubleshooting was not able to resolve the issue; the customer was able to rewind but then would receive a no delivery alarm. The motor error alarm occurred more than once in 30 days. The device was returned for analysis.